Event description:
Patient had a failing heart valve replaced with a mechanical heart valve. Something went wrong during surgery and the paddles were used at various places on her back and sides that left 2nd degree burns in numerous places and caused injuries to her spinal cord in two places. After surgery the patient began to lose motor control and function of her fingers, hands and one arm with radiating pain on both limbs. An MRI was done post surgery and shows two separate injuries to her c-spine at l3 & l4 and again at l5 & l6. The vertebrae are slipping forward causing compression to the spinal cord and is severing it one place. Spinal fusion surgery and removal of possibly two disks or more is now necessary to avoid total paralysis. Unknown cause.